Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead revealed loss of capture and was sensing atrial activity. It was thought this was due to a lead dislodgement. A decision was made to reprogram this system to a dual chamber device and leave this lead implanted. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.